Event description:
It was reported by service report that the right side rail release handle was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Broken outer spring in handle assembly.